Event description:
Unit failed during patient use. Pump stopped infusing and displayed "malfunction" message and sounded alarm. Nurse had to turn off device in order to silence unit. Unit was brought to clinical engineering for inspection. Pump turned on and passed self-test without any problems, connected unit to (B)(4) software to review logs but all data was lost, log repository was empty.